Event description:
Drill pin broke off in femur due to torque. The tip remains in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.